Event description:
Vf detection is off, rv defib lead impedance warning on (B)(6) 2022. Svc lead impedance warning on (B)(6) 2022. Vfdetection off, 3+ vf or 3+ fvt rx off. Rv bipolar lead impedance warning on (B)(6) 2022. Rvtip to rvcoil lead impedance warning on (B)(6) 2022. Atrial bipolar lead impedance warning on (B)(6) 2022. Rv capture managmenet: actual safety margin (12.0 x) > programmed margin (2.0 x) fvt detection off but some fvt therapies on. Vt detection off but some vt therapies on. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).